Manufacturer narrative:
(B)(4). Concomitant medical product: persona stemmed 5-degree tibial component, catalog #: 42532007101, lot #: 63206858. Persona fixed bearing articular surface, catalog #: 42511000510, lot #: 63208931. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00344.

Event description:
It was reported that the patient is experiencing pain, swelling, and rashes. Allergy testing was performed, which indicated that the patient is highly reactive to nickel. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. The following sections were updated: date of report, PMA/510k, if follow-up, what type, device manufacture date. If any further information is found which would alter or change any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of metal analysis report received. The metal analysis report confirmed that patient was reactive to several elements found in the femoral and tibial components. The femoral component contains chromium, nickel, iron and cobalt and the tibial component contains vanadium and iron, which the patient is reactive to. Device history record (DHR) was reviewed (63206858) and identified the following deviations: pd 15-037 was issued to stop the release of post sterilized packaged products until completion of the cpm testing results. No corrective actions needed at this time. This complaint was determined not to be a new confirmed quality or manufacturing issue. The root cause is considered to be the patient condition. If any further information is found which would alter or change any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.